Manufacturer narrative:
This report is filed on october 05, 2016. Registration number 3009092818 exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.